Event description:
Customer reported that the rp500 instruments displayed question values [...?] For sodium (na) and calcium (ca) on a patients samples and during cvm/qc measurement. Instrument did not report any results for these analytes there was no report of injury due to this event.

Manufacturer narrative:
Customers have been notified about this situation. Urgent field safety notice 31512 rev a was issued for distribution on 27 may 2014. New formulation of sensor has been released to the field and cartridges from serial number (B)(4) should not experience this issue.